Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es took a longer time to complete the update upon restart and customer had inquired about disabling windows update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device took longer than expected to complete updates during restart. A technical support specialist (tss) found that stations should not be configured in customer managed mode, per the dst deployment model knowledge article, while servers may be. At the customers request, tss reviewed the devices and confirmed that disabling windows updates was not recommended by default; however, update schedules can be adjusted to meet operational needs. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es took a longer time to complete the update upon restart and customer had inquired about disabling windows update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es took a longer time to complete the update upon restart and customer had inquired about disabling windows update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.